Event description:
Acount reports two incidents in which the spike from product code 2c7623, "fell out" of the outlet port of 4c8030. 1) the transfusion was flowing for approximately 30 minutes, no manipulation to the set occurred, and while the hcp was observing the drop rate, the spike separated from the outlet port spraying the hcp with blood, with blood splashing into the hcp's eyes. Flushing of the eyes was conducted in the e.r. No further treatment or intervention occurred. 2) hcp was observing drop rate with a similar set-up as previously mentioned, when the hcp noted the spike beginning to separate from the outlet port of the filter. Hcp was able to grab the set-up before actual separation occurred. No compromise to hcp or patient.